Event description:
It was initially reported that a patient had their lead explanted due to a lead issue. The patient identifying information was not provided nor their product information. The identity of the patient is unknown. Attempts for additional information have been unsuccessful. The site will not share patient name or any information.